Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin, and the outer coil was fractured (induced) approximately 29 cm from the terminal end. Additionally, there were multiple cuts (induced) in the outer insulation where the outer coil is fractured. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the procedure, the right atrial lead (ra) was attempted; however, there was difficulty implanting the lead due to the patient's anatomy. Additionally, the helix of the ra lead would not extend/retract sufficiently after multiple repositions of each lead. A new lead was placed to complete the procedure, without any adverse effects to the patient.